Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was beign performed by tandem technical support, however the customer declinded to complete the check. Customer resumed insulin delivery. Customer's blood glucose was 173 mg/dl.